Event description:
It was reported that the patient experienced high blood glucose of 208 mg/dl for 1¿2 hours due to blocked insulin flow on (B)(6) 2026. The patient was assisted by their mother and treated with insulin by pen. The patient also reported a past insulin flow blocked alarm, which was resolved.

Manufacturer narrative:
E1: name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.